Manufacturer narrative:
This is one event for the same pt involving two separate products: associated mdrs #1225714-2013-01688, 1225714-2013-01689.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6), 2003 after use of the product.